Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. The codman catheter (unknown ID) was not returned for evaluation as the device remains implanted and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Medwatch: it was reported: "the catheter that goes into the pump is disconnected inside of my husband." Caller asked if bedside saline or glycerin, if there's a way to turn pump off or down because the fluid coming out wouldn't be going to his liver. But instead, just going to patient's stomach. Caller mentioned hcp just told them they could refill it and did not appear to know other programming options. When agent inquired event date, caller stated, "none of the scans had shown it, but after they went back through the scans, it showed that the catheter had been disconnected for about a year and a half." But caller/patient found out about this last week. The patient has a (unknown) catheter, and codman catheter, and it is unknown which catheter was being referenced."